Event description:
Info received indicates the brake is not holding due to a broken brake detent assembly.

Manufacturer narrative:
The technician replaced the brake detent and adjusted the casters to repair the bed.